Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8925t serial/batch number 14962560 was received for investigation. Two suture tensioning handled were received for investigation, with sutures wrapped around the devices. Visual evaluation found that device#1 suture was missing the oblong and round buttons and was not returned for investigation. Visual evaluation of device#2 suture is broken into two pieces. The suture in both devices shows damage. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces.

Event description:
It was reported on (B)(6) 2022 by a sales representative via phone that an ar-8925t syndesmosis tightrope suture broke on tightening. This was discovered during a case with no patient harm.